Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 22f sheath and the taa procedure was completed. Reportedly post procedure, the suture knots were successfully advanced; however, hemostasis was not achieved. The physician decided to cut down the wound. The wound was bleeding and the proglide suture line [knots] were observed to be tied on the vessel well. A surgical suture was placed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, the root cause for the failure to achieve hemostasis cannot be determined. In this case, the tissue capture may have been a partial. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.